Event description:
During use of the device for cardiopulmonary bypass procedure, the user reported that the unit was sluggish - slow on the cardioplegia side. The product was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.